Event description:
An employee reported that he was able to obtain a dose calculation for a beam with a block using the clarkson dose calculation algorithm without having entered an hvl figure for the block. No patients were treated.